Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter phone # (B)(6).

Event description:
It was reported while monitoring the fetal heart rate (fhr) in twins, the fhr was 180bpm in one of the twins. The transducer was replaced to resolve the issue with no harm to the patient.

Manufacturer narrative:
The customer confirmed that three feedback forms were submitted for the same event, one for each device. One avalon fm30 fetal monitor was connected to two transducers. Avalon fm30 fetal monitor, catalog # m2703a, serial # (B)(6), MFR report # 9610816-2024-00373 avalon us transducer, catalog # 867246, serial # (B)(6), MFR report # 9610816-2024-00371; avalon us transducer, catalog # 867246, serial # (B)(6), MFR report # 9610816-2024-00372. The investigation confirmed the issue is the result of a software (version l.01.04) defect of the avalon wired transducer; therefore, all devices with the impacted software have this defect. There is no malfunction of the avalon fm30 fetal monitor. The transducers were updated per the field change order (fco).